Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when the device was inserted to the patient, it improved the patient's saturation but it was not stable. The patient's thyroid was found increase in size. It was identified that the device's cuff was deflated. Re-intubation was required to improve the situation.